Manufacturer narrative:
Internal complaint reference: case(B)(4).

Event description:
It was reported that, after tkr surgery had been performed on (B)(6) 2021, patient experienced loose tibia and instability. This adverse event was treated by a revision surgery on (B)(6) 2023, in which gns ii cmt tib size 6 right and insert 5/6 9mm were removed and replaced with smith & nephew back-up devices (porous legion size 6 tibia and 15mm cr dished insert). Patient's current health status is unknown.

Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the requested supporting clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Therefore, a thorough medical investigation could not be rendered not could a definitive clinical root cause of the reported failure be determined. The impact to the patient beyond the reported loose tibia, instability and subsequent revision could not be confirmed nor concluded. Should any additional relevant medical information be provided, this cause would be re-assessed. For the tibial insert the batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. For the insert the device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, inadequate integration between the cement and bone/implant, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.